Event description:
Patient was having pain of a ceramic on ceramic total hip. Revision was performed. Acetabular shell, liner, and femoral head removed and replaced with tritanium shell, mdm liner, and 28mm femoral head.

Manufacturer narrative:
The event was not confirmed. The mar concluded that the sleeve of the trident insert/sleeve assembly showed likely impingement. The wear scar on both the insert and the femoral head was fairly large with edge loading occurring supporting the impingement indications. No material or manufacturing defects were observed on the surfaces examined. The shell was unremarkable. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, xrays, patient history & follow-up notes are needed to investigate this event further.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 625-0t-36g, lot # 15814303, description: trident alumina insert. Cat # 17-3600e, lot # 11761001, description: alumina c-taper head 36mm/0. Cat # 2030-6520-1, lot # 35215004, description: 6.5 cancellous bone screw 20mm. Cat # 2060-0000-1, lot # 37290104, description: acetabular dome hole plug. Cat # 2030-6516-1, lot # 35941703, description: 6.5 cancellous bone screw 16mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient was having pain of a ceramic on ceramic total hip. Revision was performed. Acetabular shell, liner, and femoral head removed and replaced with tritanium shell, mdm liner, and 28mm femoral head.